Event description:
This spontaneous report as received from a us physician assistant and concerns a patient. The patient was injected with radiesse (+), into the cheek (off label use of device). After the radiesse (+) injection, the patient experienced vascular occlusion (reported as vo). The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse (+) injectable implant could not be reviewed, as the lot number was not reported.